Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the surgery was an initial procedure and not a revision surgery. There was an unspecified spare device available for use. The procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation it was found that the incorrect alert date (may 31, 2016) was inadvertently entered into the supplemental medwatch report. The correct alert date (may 30, 2016) for the additional information received has been entered into this medwatch report. The additional information received also stated that the cutter device would not rotate. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device became stuck and would not work when it was ready to be used. It was reported that the device was in use with two cutter devices. There was a twenty minute delay to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device lot number (j443109891) was inadvertently entered in the serial number field. The lot number has been updated. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the cutter was examined using 12x magnification and rechecked on an optical comparator. The device passed all manufacturing specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.